Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent a-fib/atrial flutter - right ablation procedure with a pentaray nav high-density mapping eco catheter. A white hair or fiber was discovered on the tip of the catheter. It was reported that upon opening the packaging of the catheter, a white hair or fiber was discovered on the tip of the catheter. They replaced the catheter and the procedure continued. No patient consequences were reported. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
On 30-sep-2022, the product investigation was completed. It was reported that an unknown patient underwent a persistent a-fib/atrial flutter - right ablation procedure with a pentaray nav high-density mapping eco catheter. A white hair or fiber was discovered on the tip of the catheter. Device evaluation details: visual analysis revealed no damage or foreign material was found on the tip area of the device. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device 30842459l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).